Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip, that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined that the cooling relay was nonfunctional. Following replacement, the device passed final inspection, and is fully operational.

Event description:
Customer reports that the unit experienced temperature differential errors during surgery. The lines were checked for obstruction of flow or kinks, of which none were found. The customer switched out the unit for a backup, while surgery continued.